Event description:
A 7f sheath was placed up and over bifurcation. The physician loaded a turbohawk on a .014 wire and the physician felt a lot of resistance. When the turbohawk device came out of the sheath, the physician saw the tip of device was broken off but was still on the wire. The physician went down with a snare to retrieve tip, but could not get it back into the sheath. The physician had to pull everything out. No injury to the pt was reported.

Manufacturer narrative:
A review of the device history record for this device did not reveal any discrepancies relevant to this reported event.